Event description:
The patient was admitted and as of the date of this report was in the ICU. The patient had 'no blood pressure' and was on a dopamine drip. The healthcare provider (hcp) stated the patient appeared to be overdosed; 'narcotic overdosed.' They believed the pump was malfunctioning and wanted to turn it off. The patient's pump managing physician had been notified. The device system was delivering clonidine and dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8703w, lot# l69617, implanted: (B)(6) 2000, product type catheter. (B)(4).